Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had been alerting calibration not accepted and change sensor. The sensor was replaced and was having the same issue. It was reported that when the sensor was removed the wire was missing. Blood glucose level at the time of the incident was 205 mg/dl. The customer was advised that the sensor would be replaced. The sensor will be returned for analysis.